Event description:
A distributor in (B)(4) reported that an rt200 adult dual heated breathing circuit had a "faulty" heater wire. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.